Manufacturer narrative:
Event site name: (B)(6) hospital upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the user that during use the cardiosave intra-aortic balloon pump (iabp) unit displayed gas loss in iab circuit & system over temperature alarms . Patient involvement reported. No harm is reported.